Event description:
Customer alleged that the shaft of the tracheostomy tube lie slightly oblique to the flange and this made suctioning difficult and less comfortable for the patient. Customer also stated they had to change the tracheostomy tube more often because of this.

Manufacturer narrative:
The product has been requested to return for failure investigation. Further information has also been requested. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.